Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The failure was not able to be reproduced, the flow sensors were recommended for replacement. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.